Event description:
Device report from synthes reports an event in netherlands as follows: it was reported that on an unknown date, the device broke down ¿ the gear/wheel stopped working. Another was available on the set. There was no patient consequence. This report involves one t.l.i.f. Sg instruments distractor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a review of the receiving inspection (ri) for articulating distractor was conducted identifying that lot number tbactt was released in two batches: batch 1: lot qty of (B)(4), were released on 21 0ct 2020 with no discrepancies. Batch 2: lot qty of (B)(4), were released on 26 oct 2020 with no discrepancies supplier: tomz corp. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.